Manufacturer narrative:
Findings: unit received with operating currents within spec. No unexpected battery out limit alarms noted. Unit passed self-test, a21 error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to faulty fsr. (Gold) unable to perform, occlusion test and excessive no delivery test due to prime anomaly. The low reservoir alarm feature working properly. Unit received with intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly was noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that none of the buttons will respond from time to time. The customer stated that there is possible exposure to moisture was splash with water. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was unknown mg/dl. The customer stated that the device alarm after battery change. Customer was assisted with clearing alarm. The customer was unable to clear alarm due to keypad issues.